Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent damage occurred requiring additional intervention. The patient presented with coronary artery disease. A 3.00 x 16 mm synergy xd was advanced and deployed. After deployment and post dilation, it was noted that the stent was damaged and additional devices were unable to cross. A guidewire was advanced around the stent and the stent was crushed. An additional stent was implanted. The procedure was prolonged, but completed successfully and the patient fully recovered.